Event description:
Pt rode their 3-wheeled handicapped scooter down the driveway to retrieve the morning paper. Pt did a u-turn at the bottom on a slight slope and the scooter flipped resulting in them breaking their elbow and collar bone. Pt spent over a month in rehab and recovered from the bone fractures, but the trauma of the experience left the pt heart in a weakened condition, which resulted shortly there-after in congestive heart failure. Pt died in 2003. Upon reading the scooter's owner's manual, reporter found that they do warn to use slower speeds while turning or operating on any slope, but they don't see how any pt can be expected to remember all the operating precautions of these devices, if they read the manual at all. Legally, reporter assumes that the warning disclosure negates them of any responsiblity, which is why reporter is reporting this. Reporter has seen newer 3-wheel scooters with front caster wheels to prevent flipping, so reporter knows that the industry is aware of the problem. It is just their wish that all 3-wheel scooters are required to have an anti-roll safty feature and also that older, more dangerous scooters are recalled and then perhaps no other person will have to go through what they did.